Event description:
It was reported, "knee revision due to possible infection".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to the hospital policy. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.